Event description:
It was reported that this right ventricular (rv) lead exhibited an out-of-range shock lead impedance measurement of 127 ohms and a drop in pace impedance measurements from 1100 to now low 700 ohms over the last year. Technical services (ts) recommended programming changes and commanded shock testing. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range shock lead impedance measurement of 127 ohms and a drop in pace impedance measurements from 1100 to now low 700 ohms over the last year. Technical services (ts) recommended programming changes and commanded shock testing. This lead remains in service. No adverse patient effects were reported. Additional information was received that indicated the plan for this patient is to continue to monitor. This lead remains in service. No adverse patient effects were reported.